Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product remains implanted in the patient and therefore will not be returned for evaluation. Because the lot number is unknown, the device history records could not be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that while the surgeon was retightening the screw in the patient's sternum, the head of the screw fractured. A portion of the screw remains in the patient's bone. The event did not result in a surgical delay. It is unknown if the surgery was completed with another device. More information was requested but has not been received at this time.